Manufacturer narrative:
Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor the field performance of this device.

Event description:
It was reported the duodenovideoscope had brown liquid coming out of the distal end. The issue was found during inspection for use for a therapeutic unspecified procedure. The procedure was completed with the same device. There were no reports of patient harm.